Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this 34 mm transcatheter bioprosthetic valve, the valve dislodged during deployment just after making annular contact. The valve was removed from the patient successfully. A second valve was loaded onto a new dcs and deployed to 80% but upon release, the valve landed at 12 mm on the ncc and 16 mm on the lcc (placed deep) resulting in severe paravalvular leak (pvl). Since no other device was available, the first attempted valve was loaded and successfully implanted valve-in-valve reducing the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.